Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer does not wear the sensor anymore. Customer had a lost sensor alert at night. Customer's mother stated that this has occurred 3 nights in the past 3 months. Customer has not worn the sensor since (B)(6). Customer also experienced no delivery alarms during a bolus 3 days ago. Customer's blood glucose level was in the low 200 mg/dl range. Customer's mother reported that they are unable to troubleshoot at the time of the call since it is a past issue. Customer uses quick set and does not have a bent cannula. Customer's mother does not want to return the set or reservoir for analysis. Troubleshooting for the no delivery alarm was not possible because the customer has the insulin pump. No additional information provided.